Event description:
This notification was opened for review due to a ventilator returning for service due to high temperature alarms observed in the downloaded event log. The device's airstream temperature never exceeded 50 c. This issue is not reportable to any regulatory agencies. There was no harm or injury reported. During the evaluation, a "ventilator inoperative" alarm condition was observed. The blower failed to rotate. The device's blower subassembly was replaced to address the issue.